Event description:
Loose and painful implant. Checked it with the driver, and it appeared that the healing cap was loose. In an attempt to remove the healing cap, the actual implant had screwed out on its own.